Event description:
On (B)(6) 2009, the patient reported that, 1 week ago while he was removing the insulin cartridge from his infusion device, the plunger remained attached to the piston rod in the cartridge chamber which resulted in about 10 units of insulin spilling inside the chamber. He dried the chamber completely. Further attempts to follow up with the patient were unsuccessful. The patient did not report blood glucose concerns related to this issue. The pt did not require medical assistance from a healthcare professional or second party to address the issue. No product was requested to be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.